Event description:
Information received indicates the valve was removed due to paravalvular leak. At explant it was noted that the valve may not have been seated properly. Possible thrombus was noted by the hcp on one leaflet at explant. The device was replaced with no additional affect to the pt.